Manufacturer narrative:
Product returned and evaluated. It was found the frame was bent by broken cross brace from broken tab just above the weld .

Event description:
Provider states the tab where the pivot link connect to is snapped on the crossbrace before the weld. Provider states that when the crossbrace broke it bent the right side support assembly as well.

Event description:
Provider states the tab where the pivot link connect to is snapped on the crossbrace before the weld. Provider states that when the crossbrace broke it bent the right side support assembly as well.

Manufacturer narrative:
Follow up to be sent if additional information is received.